Manufacturer narrative:
Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode.

Event description:
It has been reported that the transfer-needle flopro has been found experiencing flow issues during use. The following has been provided by the initial reporter: fluid is not running through the device as needed. Liquid is not able to go into the other vial as recommended. If it goes, is way to slow. Several medications involved and doesn¿t matter which vials.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the transfer-needle flopro has been found experiencing flow issues during use. The following has been provided by the initial reporter: fluid is not running through the device as needed. Liquid is not able to go into the other vial as recommended. If it goes, is way to slow. Several medications involved and doesn¿t matter which vials.